Manufacturer narrative:
Additional information: device available for eval? Returned to manufacturer on, device return to manuf ? Device eval by manufacturer?, imdrf a, g, b, c codes, manufacturer narrative, remedial action required, remedial action # omit: b21 type of investigation not yet determined. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that an 8110 syringe pump was affected by sizer misalign recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 syringe pump was affected by sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.